Manufacturer narrative:
Correction: h10 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The reported event has been confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that during preparation, a fresenius 2008t hemodialysis (hd) machine experienced a low flow error. Upon follow-up with the bmt, it was reported that during repair, it was found that the deaeration motor was black and charred and emitted a burning smell. The low flow error occurred before use, so a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The deaeration motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the deaeration motor to resolve the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The sample was discarded.

Manufacturer narrative:
Follow up MDR generated in error. No additional information is available at this time.

Event description:
A user facility¿s biomedical technician (bmt) reported that during preparation, a fresenius 2008t hemodialysis (hd) machine experienced a low flow error. Upon follow-up with the bmt, it was reported that during repair, it was found that the deaeration motor was black and charred and emitted a burning smell. The low flow error occurred before use, so a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The deaeration motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the deaeration motor to resolve the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The sample was discarded.

Event description:
A user facility¿s biomedical technician (bmt) reported that during preparation, a fresenius 2008t hemodialysis (hd) machine experienced a low flow error. Upon follow-up with the bmt, it was reported that during repair, it was found that the deaeration motor was black and charred and emitted a burning smell. The low flow error occurred before use, so a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The deaeration motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the deaeration motor to resolve the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The sample was discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that during preparation, a fresenius 2008t hemodialysis (hd) machine experienced a low flow error. Upon follow-up with the bmt, it was reported that during repair, it was found that the deaeration motor was black and charred and emitted a burning smell. The low flow error occurred before use, so a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The deaeration motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the deaeration motor to resolve the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The sample was discarded.